Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported that the device stopped operating on a patient. There was no patient harm.

Manufacturer narrative:
The device was returned for repair and the manufacturer identified error codes in the error history of the device that are indicative of such an event occurring. A technician repaired the unit by cleaning the contact point of the data acquisition - motor controller ribbon, cable.

Event description:
The customer reported that the device stopped operating on a patient. There was no patient harm.